Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported by the patient's daughter that the patient was rushed to the emergency room and they were informed that the device was "malfunctioning" and it was "pacing too high." The device remains in use. No patient complications have been reported as a result of this event.